Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a downstream occlusion during testing. The cause was identified to be an out of specification downstream tubing guide which was adjusted to correct this condition and the force sensor will also be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a downstream occlusion error. No additional information is available.